Event description:
During a procedure in the operating room it was noted that the view through the microscope was vibrating uncontrollably. Surgeon experienced headaches and nausea due to the instability of the microscope view and decided to abort the case due to safety concerns for the patient.